Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging that an alarm was not recorded in the pump's history. This complaint is being reported because an inaccurate alarm history could lead to an improper delivery of insulin. There was no allegation of an adverse event associated with this complaint.